Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A review of the device history record. Device history lot part: 314.291, lot: 14-6939, manufacturing site: selzach, supplier: leitner ag, release to warehouse date: 15.apr.2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Investigation summary background: it was reported that on (B)(6) 2019 during an orthopedic procedure, the handle broke on the colinear clamp sliding mechanism and the button to release attachment pelvic arm 225mm is difficult to press. The hospital opened their other collinear clamp to complete the procedure. There were no complications with the procedure. This complaint involves two (2) devices service and repair evaluation: the device was initially received at the service and repair department. The customer reported the device handle broke on the collinear clamp. The repair technician reported the handle is cracked and cannot be repaired. Handle cracked/ broken is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item was forwarded to customer quality. The evaluation was confirmed. Investigation flow: damage . Visual inspection: the sliding mechanism (p/n 314.291 lot 14-6939) was received with the black polyamide handle broken at the distal attachment screw. Both screws which hold the handle are still in place, remaining within the instrument. The broken off handle piece was returned. No other issues were identified with the returned components of the device. Device failure/defect identified? Yes: the device failure/defect of broken handle was identified during the investigation and is related to the reported complaint condition. Dimensional inspection: dimensional inspection was not conducted due to post manufacturing damage of the handle. Document/specification review: during the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition is confirmed for the sliding mechanism (p/n 314.291 lot 14-6939) as the black polyamide handle was broken at the attachment screw. While no definitive root cause could be determined, it is possible that the condition was due to unintended forces, rough handling, and/or consistent use over the part's lifetime (5+ years) during this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On 07/29/2019: event description: it was reported that a handle broke on the collinear clamp (314.291). The button to release attachment 398.753 was very difficult to press. Representative was not present during the incident, and was told there were no complications with the procedure because the hospital opened their other collinear clamp to complete the procedure.

Manufacturer narrative:
Initial reporter is synthes sales representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019 during an orthopedic procedure, the handle broke on the colinear clamp sliding mechanism and the button to release attachment pelvic arm 225mm is difficult to press. The hospital opened their other collinear clamp to complete the procedure. There were no complications with the procedure. This report is for one (1) sliding mechanism. This is report 1 of 1 for (B)(4).